Event description:
The pt received scs system on (B)(6) 2011. It was reported that the pt needed stimulation in the back and the right leg, however, the pt felt stimulation in her ribs and stomach. The pt had an appointment for reprogramming the parameters. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.